Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. Lot number was not provided, therefore review of the manufacturing records could not be completed. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Pressure readings should correlate with the patient¿s clinical manifestations. Issues such as poor finger perfusion, improperly applied finger cuff, incorrectly sized finger cuff, improper application of the hrs or failing to zero the hrs sensor may lead to inaccurate hemodynamic measurements. The operators manual instructs the use on these above stated factors that can lead to inaccurate values. It is unknown if user factors played a role in the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that an inaccurate systolic arterial pressure (sap) value was observed during use. The indicated value was 160 mmhg although it was expected to be from 120mmhg to 130mmhg. When the customer disconnected the finger cuff and reconnected it and re-performed the zeroing function, the waveform became accurate however the indicated value was still 160mmhg. There was no error message observed on the monitor. The patient was not treated based on the incorrect value and no patient complications were reported. Patient demographic information requested but unavailable. The device was discarded by the hospital.

Manufacturer narrative:
Reference CAPA-20-00141.